Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred occasionally between (B)(6) 2026. The wearable was inserted into an off-label insertion site, (B)(6) 2026. According to the patient, she had frequent urination and severe pain accompanied by a burning sensation in the bladder area, along with significant pelvic and back pain. Due to the symptoms she decided to check her glucose levels later in the evening when the readings came back, although she did not specify the exact time. Her cgm reading was showing low and when she checked with a fingerstick it was reading 39 mg/dl. In response, the customer self administered intranasal glucagon powder; however, her glucose readings did not improve. Because she was unable to stand and was also experienced pain related to an existing condition, she requested that her husband take her to the emergency room (ER) for further evaluation. The customer reported that she was discharged from the ER the same day and was instructed to continue monitoring her glucose levels at home. Additional details regarding treatments or medications provided during the ER visit were not obtained, as the call with the customer was disconnected during an attempt to transfer. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.